Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high compared to norm. (Invalid comparison) while feeling tired the readings were 196 mg/dl, 272 mg/dl, and 259 mg/dl. A medical professional was contacted for advice. No treatment given. The meter and test strips were replaced and return expected.